Manufacturer narrative:
Additional device product code: hrs. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the measurable dimension of the screw was as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The fracture face of the screw is homogenous, which indicates material conformity and has the typical view of a forced rupture. No product fault could be detected. The screw with the lot 1512070 was manufactured in june 2006 with a lot size of (B)(4) pieces. We are not aware of any other complaint for this article- and lot number. The screw has no obvious damage at the thread, which makes a determination of the root cause impossible without the missing threaded piece. There are slight deformations at the hexagon recess visible, which indicates that high torque was applied onto the screw and a mechanical overload caused this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the surgeon placed a distal tibia plate on the patient and inserted two cortical screws in the optimum position. Under image intensifier he decided, that slightly longer screws were necessary. During removing the first screw it sheared with five threads only proximally left and the remainder in the bone. The exact same thing happened in the exact same place with the second screw. The outcome was that the plate was moved slightly and two longer screws have been inserted. Not ideal as optimum reduction and position was gained on initial placement. It was reported that the surgery was extended for 10 minutes due to the screw removal and realignment of the plate. The bone quality was reported as normal. This is report number 1 of 2 for (B)(4).